Event description:
It was reported that during a surgical procedure, the drill heated up. Backup equipment was used to complete the procedure, with no report of a delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was returned to the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor and rotor assemblies. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. The rotor and motor assemblies were replaced, and additional preventative maintenance was also performed. The drill was repaired and returned to the customer.